Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an episode of ventricular tachycardia (vt) resulting in shock therapy. However, the electrical shock fell on the t-wave and accelerated the tachycardia into ventricular fibrillation (vf) which subsequently self-terminated. Of note, the health care professional (hcp) suspected the vt was caused by the patient not taking their medication. Technical services (ts) was consulted and provided programming recommendations. Ts also recommended consideration of x-rays to assess system position. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an episode of ventricular tachycardia (vt) resulting in shock therapy. However, the electrical shock fell on the t-wave and accelerated the tachycardia into ventricular fibrillation (vf) which subsequently self-terminated. Of note, the health care professional (hcp) suspected the vt was caused by the patient not taking their medication. Technical services (ts) was consulted and provided programming recommendations. Ts also recommended consideration of x-rays to assess system position. No additional adverse patient effects were reported. This device system remains in service.